Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states the spring and red, side-to-side adjustment knob broke off of the attune sizer guide. The spring and side-to-side adjustment knob were not returned. The investigation confirmed the failure mode as reported. On inspection it could be confirmed that the returned product was missing the component assembly parts which permit the setting of rotational alignment. However, as none of these component parts were returned with the main body of the device it was not possible to determine any root case in the current investigation. Although it could be envisaged that the dowel pin becoming dislodged might result in the observed failure mode, a design review found the current h7/s6 equivalent medium interference fit between the dowel and rotation lever as being appropriate for the intended device function. As there are no other complaints reported in relation to the current failure mode it will be considered as an isolated instance. The complaint of ¿the spring and red, side-to-side adjustment knob broke off of the attune sizer guide¿ appears to be justified the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The spring and red, side-to-side adjustment knob broke off of the attune sizer guide. The spring and side-to-side adjustment knob were not returned.